Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, this patient died. The right ventricular (rv) and right atrial (ra) leads were implanted and acute electrical measurements were within normal range. While preparing for the left ventricular (lv) lead implant, the rv lead sensing dropped and no capture was observed. The rv lead was repositioned, with good measurements obtained. Pacing was provided with the pacing system analyzer (psa) and an echocardiograph was performed, showing a cardiac perforation. Pericardiocentesis and cardiac massage were initiated, but after 30 minutes the patient died. The leads were not explanted post-mortem.